Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial submittal), e2/e3 (information was inadvertently missed), g2 (added selection). This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, the legal manufacturer's final investigation, and the culture results from the customer. Upon further follow up with the customer the following culture results were provided: the first sampling resulted in the biopsy channel testing positive for >200 colony forming units (cfus) of cellulosimicrobium cellulans. This bacteria is found in soil, water, and plant waste. As the customer did not know where this bacteria would come from, an additional test was performed. The biopsy channel in the second sampling tested positive for > 200 cfu of cellulosimicrobium funkei, 2 cfu of stenotrophomonas maltophilia, and 1 cfu of pseudomonas aeruginosa. The suction channel tested positive for 5 cfu of sphingomonas species and the water channel for 50 cfu sphingomonas paucimobilis. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels colony forming unit (cfu): 0 cfu bacterial identification: no bacteria detected. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: the plug unit was damaged, the light fuide lens was discolored, and the adhesive on the bending section cover was worn. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no found of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for bacteria twice. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.